Manufacturer narrative:
The device is not expected to be returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the visera elite iii video system center's distal end was hot. The issue was observed during a therapeutic functional endoscopic sinus surgery (fess), and there were mild burns to the patient¿s nasal cavity. The procedure was completed using the reported device, and there was no additional treatment performed because the burns were mild. Related patient identifiers: (B)(6) for additional devices reported for same event.

Manufacturer narrative:
Corrected data: h6 (type of investigation code "3331" was listed in error on the previous follow-up report.)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.